Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory 45 (not at "home" position after power-on/restart) and the driveshaft was unable to be returned to the home position was confirmed during archive data review and functional testing. The root cause for the ua45 error was due to the driveshaft not being at "home position." Usually, the error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder driveshaft was difficult to rotate due to the heavily sticky clutch plate, likely caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. A review of the archive data showed ua45 errors: thus, confirming the reported complaint. The lifeband straps were not pulled completely out prior to turning the device on. The platform failed initial functional testing due to the ua45 displayed upon powering up the platform; thus, confirming the reported complaint. The driveshaft was returned to the home position using the administrative menu to remedy the complaint. The sticky clutch was deburred to allow the driveshaft to rotate smoothly. The platform was tested using the large resuscitation test fixture (lrtf) until the battery was completed discharged, with no faults or errors detected. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed user advisory 45 (not at "home" position after power-on/restart). The customer unable to return the driveshaft to the "home" position by following the troubleshooting steps. This was noticed during shift check. No patient involvement.